Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s.

Event description:
The spike was easily separated from a solution bag just after connected. There was no patient injury or medical intervention. No additional information is available.